Event description:
The customer reported a contained diluent, blood and clenz leak of approximately two (2) ml from the coulter ac·t diff 2 analyzer. The customer reported obtaining white blood cell (wbc) vote outs when the leak was noticed. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found that the wbc bath drain was clogged. The fse removed the obstruction from the drain line and the instrument ran without any leaks and giving proper results. The fse calibrated and adjusted the instrument as incidental service. The repairs were verified per established procedures. (B)(4).